Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and hypertension are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest tightness. Coronary angiography noted triple vessel disease. One 3.5 x 18 mm xience xpedition stent was implanted in the mid right coronary artery, where 95% stenosis was noted. The patient was discharged on (B)(6) 2014. In (B)(6) 2016, the patient was re-hospitalized with chest tightness and hypertension. No coronary angiography was performed. Medication was administered. The patient was discharged after recovery. In (B)(6) 2017, the patient was re-hospitalized with angina. Computed tomography noted the implanted stent was patent. Stenosis of 90% was noted in the left anterior descending artery (lad), a non-target vessel. Medication was administered and the patient was discharged after recovery. Per study physician, the angina with stenosis in a non-target vessel, is not related to the implanted study device. In (B)(6) 2017, the patient was re-hospitalized with angina, caused by development of stenosis in the lad. Conservative treatment was provided. The patient was discharged after recovery. Per study physician, the angina, related to stenosis in the lad, is not related to the implanted study device. No additional information was provided.